Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during heparin therapy. The pump continued to say it was infusing but no drops were falling and the bag was not emptying. The pump said the infusion was complete with fluid still remaining in the bag. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, flow rate accuracy testing was performed at rates of 125 ml/hr and 20 ml/hr. The rate of 20 ml/hr delivered within specification and the rate of 125 ml/hr under infused with an accuracy percentage of -5.688%. Review of the history log revealed no abnormalities that could cause or contribute to the reported problem and the history log cannot be used to determine the actual volume remaining in the bag. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition is considered verified and the m2/m3 springs, mechanism door and hooks springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.